Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the lens adhesive was chipped, the charged coupled device (ccd) lens adhesive was chipped, the bending section cover adhesive was separated, switch #1 had a pin hole, switch #3 was incised/cut, the universal cord was wrinkled, angulation was reduced, and the biopsy channel had wear and tear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection and sterilization (cds) information. The cds was performed by the customer. There was no patient infection. Manual disinfection was not done. An soluscope series 4 automatic endoscope washer was used with soluscope clin as the detergent and soluscope paa as the disinfectant. All channels were connected with tubes when setting up the washer, the concentration and expiration of the disinfectant was controlled, the water quality of the rinse water was controlled, and the water filter was replaced periodically in accordance with the instruction for use. The scope was dried using the aer and blowing with filtered compressed air. The scope was stored in a simple cabinet. This event is under investigation. A supplemental report will be submitted upon receiving additional information.